Event description:
The hospital staff attended to a patient diagnosed in cardiac arrest. An attempt was made to administer a defibrillator shock to the patient. The device charged, but allegedly failed to discharge. The patient was not resuscitated.